Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was approximately 600 mg/dl. The customer addressed the bg level with an injection of insulin. Tandem technical support performed a system check and found that the tubing needed to be changed. Reportedly, the customer was using apidra insulin.